Event description:
Complaint alleged that the left intermediate siderail latch would not latch. No injury reported.

Manufacturer narrative:
Tech found left intermediate siderail latch would not latch. Found unk substance on assembly. Took assembly apart, cleaned and reassembled the latch assembly to resolve this issue.